Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that the serter is broken and that the sensor broke inside the customer. The patient's blood glucose was unknown the time of the call. The customer was sent new sensors.